Event description:
The hcp reported that a bridge bolus was performed in 2004. During the bolus, the dosage was inadvertently increased to a higher dose than planned. The pt experienced altered mental status and sluggishness a few hours after the bolus began. Following completion of the bridge bolus, the hcp planned to program the lowest dose possible and monitor the pt throughout the evening and the morning. A follow-up report will be sent if additional information becomes available.